Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had alarmed with a clock monitor frequency error seven times that day, and that the pump restarts each time. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the error. The customer had not been doing anything in particular before getting the alarm. The alarm had not occurred during the rewind and prime sequence either. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates, passed self test and a21 test. No a12 alarm or unexpected restart noted. The insulin pump passed rewind and displacement tests. No rewind anomaly noted. No cosmetic damage noted.